Event description:
Main body graft was advanced via the left femoral artery. Contralateral leg graft was planned to land in the external iliac artery due to the aneurysm present in the common iliac. During the time of the procedure, the right internal iliac artery was coil embolized. Due to the tortuosity present in the right external iliac artery, it was determined that an additional stent was needed to provide an improved flow through the graft and create a better transition at the distal landing zone. After the stent placement, a noticeable straightening of the vessel was observed. Pt also had bilateral renal stenosis which was to be treated during the follow-up examination. Procedure was concluded with a successful exclusion of the aneurysm.